Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported single leaflet device attachment (slda) appears to be related to challenging patient anatomy (poor leaflet quality). The reported heart failure is a cascading event of the slda. The reported patient effect of heart failure, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The event date is estimated as 18 june 2024. As it occurred a one month prior to the date, that event was reported.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mitral regurgitation (mr). One month ago, the patient returned to the hospital symptomatic. Imaging showed one of the implanted clips had detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). A second mitraclip procedure was performed where two clips were successfully implanted, reducing mr to grade 2.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.